Event description:
It was reported that this right atrial (ra) lead was explanted due to high capture thresholds and dislodgement, confirmed through x-ray. The patient was non-compliant with post-op instructions. A new lead was implanted. No additional adverse patient effects were reported.